Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016 as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event, treatment details, hospitalization, and the patient's recovery status were not reported. Pd therapy was ongoing. No additional information is available.